Event description:
The user facility reported a unknown age male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant in japan had an inability to deliver the cp pump due to native anatomy. The iliac was known to be calcified. The team aborted the cp pump and instead choice was made to implant an iabp.

Manufacturer narrative:
The impella device was not received from the customer. The root cause of the delivery issue was most likely due to the patient condition.